Event description:
Us complainant reported that a call was received call from rn that automated impella controller lost placement signal and lv waveforms, and also received controller error alarm. It was noted that alarms resolved, and waveforms returned. It was agreed that swapping console would be best, decided to switch to new aic. Removed console from use. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
D9: the date of the devices return for evaluation is unknown. The investigation for the reported issue has been completed. The impella device was not received from the customer. Only the logs were received. Console logs from the reported day of event are consistent with complaint. The cause of the loss of placement signal was loss of communication to optical bench. The reason for communication loss was unable to be determined because the issue was unable to be reproduced. This report is being filed as part of a retrospective review of historical records.